Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2013 for an ipg replacement. (Reference MFR report: 1627487-2013-07156). Intra-operative testing indicated high impedance values. However, the patient received effective coverage post operative. It was also reported the patient thereafter lost stimulation and described auto-reducing. The patient met with a sjm representative and reprogramming resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.